Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient stopped using their ins in (B)(6) 2016 because they were no longer in pain. The patient recently started working part time/being more active and some of their aches and pains have returned. The patient wanted to use the ins again and tried charging for 5.5 hours but the recharger would not connect and they could not charge. The patient was seeing a reposition antenna screen. The patient was redirected to their managing physician to address the possible overdischarge. No further complications were reported. Additional information was reported that the patient is waiting on a rep to resolve their inability to communicate with and charge their ins. The issues has not been resolved. No further information was reported. Additional information was received from the health care professional (hcp). It was reported that the patient is status post l4-l5 tr ansforaminal lumbar interbody fusion. The patient made a good recovery. Patient was asked about the stimulator and they stated it feels like it is tilted, but on inspection it actually looks quite good. But the patient has lost 30-40 pounds. Hcp thinks they are seeing some ramification of the weight loss and he is now seeing the stimulator more than he had been. Hcp has encouraged patient to see if he can discuss with reps to see if it cannot be turned on. Hcp thinks he is having troubles getting it charged. It may be that it is 6-7 years old now and he may possibly need a revision of the generator but will ask manufacture rep to look into this a little bit. Hcp told patient they release him from their care and if they need anything to contact hcp. No patient symptoms or complications were reported in this event.